Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive (unknown analyte) result for 1 patient. Unknown if the patient was symptomatic or not. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also reported 23 additional events which are captured in separate reports.